Event description:
A report was received that the patient was experiencing a procedure related infection at the location of the neck incision site. The patient also had symptoms of edema and pus at the infection site. The patient was prescribed antibiotics and the patient is now recovering.

Event description:
A report was received that the patient was experiencing a procedure related infection at the location of the neck incision site. The patient also had symptoms of edema and pus at the infection site. The patient was prescribed antibiotics and the patient is now recovering.

Manufacturer narrative:
Additional information was received that the infection spread to the ipg pocket. During the infection the patient also developed liver/kidney disfunction. The event resolved without residual effects.